Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample is reportedly unavailable for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the bullet detached inside the capio device. This occurred during use on the patient. The patient's condition was reported as unknown.